Manufacturer narrative:
Edwards will continue to monitor all events.

Event description:
Additional information was received that indicates aortic regurgitation is moderate and mitral regurgitation is trivial based on a different grading scale. Both devices remain implanted.

Manufacturer narrative:
Additional manufacturer narrative: it was reported that this patient experiences aortic regurgitation. The type and cause of regurgitation varies depending upon multiple factors. Often moderate to high regurgitation requiring re-operation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. The reported was not returned to manufacturer as it remains implanted. Without evaluation of the device the reported clinical observation cannot be confirmed. Edwards will continue to monitor all events.

Event description:
On echo four (4) months post-op, the aortic valve exhibited severe aortic regurgitation that was noted as paravalvular leak. The mitral valve had mild mitral regurgitation. The devices remain implanted. Through investigation, the information provided indicates the patient has not required additional medical or surgical intervention.